Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was fractured approximately 3.0 cm from the hub, just distal to the ID band. The neuron max was kinked approximately 44.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the neuron max was fractured near the hub. This type of damage typically occurs due to improper handling during use. If excess force is applied at an angle to the proximal end of the catheter shaft during removal from packaging, damage such as this may occur. Further evaluation revealed the neuron max was kinked. This damage may have occurred due to forceful handling during removal from the packaging or preparation for use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed the hub of a neuron max 6f 088 long sheath (neuron max) was broken upon opening its packaging. Upon attempting to slush the neuron max, the physician noticed that it was unusable. The broken neuron max was found prior to use and therefore, was not used in the procedure. The procedure was completed using another manufacturer¿s products.